Manufacturer narrative:
The reported event was inconclusive. Received only a storage cup and the cap part of the foley catheter. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Based on the evaluation, the sample was in poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." Correction: d4, d10, h3, h6. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon could not be deflated. Per additional information received from the nurse manager of the urology ward on (B)(6)2019, it was not possible to aspirate any water back or inject any more water into the balloon. The urologist was able to insert a guidewire into the balloon lumen and managed to deflate the balloon. This was done in the ward and the patient didn¿t sustain any injury.

Event description:
It was reported that the foley catheter balloon could not be deflated. Per additional information received from the nurse manager of the urology ward on (B)(6)2019 , it was not possible to aspirate any water back or inject any more water into the balloon. The urologist was able to insert a guidewire into the balloon lumen and managed to deflate the balloon. This was done in the ward and the patient didn¿t sustain any injury.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon could not be deflated. Per additional information received from the nurse manager of the urology ward on (B)(6) 2019, it was not possible to aspirate any water back or inject any more water into the balloon. The urologist was able to insert a guidewire into the balloon lumen and managed to deflate the balloon. This was done in the ward and the patient didn¿t sustain any injury.